Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 -2018 -07821; 0001825034 -2018 -07828. Concomitant medical products: 183002 vanguard cr ilok fem-rt 57.5, lot unk; 141222 biomet cc I-beam tray 67mm lot unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient had a femoral and tibial component revision due to arthrofibrosis. No further information is available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it has been determined that this device did contribute to the event, as it was also revised. The investigation results found in the initial report are correct and current. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # 183420, vngd cr tib brg 10x63/67, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09172.